Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 23, 2020. Device evaluation summary: during visual inspection of the sample, the implant was found to be ruptured. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. On april 27, 2020 mentor became aware that it erroneously submitted the wrong manufactured date with the initial report submitted on april 17, 2020. The correct manufactured date has been populated in h4. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 480cc mentor memorygel breast implant experienced right sided rupture post procedure. The patient visited the physician¿s office and received a medical diagnosis for the rupture. As a result, bilateral prosthesis replacement was performed on (B)(6) 2020. The right prosthesis was replaced with a 490cc mentor memorygel breast implant and left implant was replaced with an allergan prothsthesis.